Manufacturer narrative:
Correction: this report is being submitted to include the product UDI.

Event description:
Correction: this report is being submitted to include the product UDI.

Manufacturer narrative:
This report is being sent to correct the device information to the device in use with the patient. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Based on available information at this time, the alleged patient went to the hospital because he was having shortness of breath and chest pain. They ruled out a cardiac cause and a pulmonary embolism. There were spots in the lower right lobe of his lung on the chest xray. He had a CT done and the results stated that he had mild to moderate central lobular emphysema, a couple of pulmonary nodules in the right lower lobe, and bibasilar atelectasis. The harms are assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. No further action is required. If the product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the rep recertified dreamstation auto CPAP device caused the patient to have shortness of breath and chest pain. The patient went to the hospital due to these conditions, and cardiac cause and a pulmonary embolism were ruled out. Spots were found in the lower right lobe of his lung on the chest x-ray. In addition, a CT scan showed mild to moderate central lobular emphysema, a couple of pulmonary nodules in the right lower lobe, and bibasilar atelectasis. The manufacturer is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. The device has not yet been returned to the manufacturer for evaluation. A final report will be submitted once the investigation is complete.